Event description:
Procedure: lobectomy. According to the reporter: bleeding occurred from stump and sutured by hand. It was diverted to open surgery. The staples which were not engaged in tissue were over bend. Two cartridges will be returned. Nothing fell into the cavity. Under 200 cc bleeding. No reinforcement material was used.

Manufacturer narrative:
(B)(4).